Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the reported issue would occur intermittently. To restore functionality, the door sidewall switch was adjusted. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry door of the imaging system would not close entirely. It was noted that the door would appear closed, but the pendant displayed that the door was open. The representative noted that he detector would not rotate into its proper position after engaging the door. Restarting the imaging system did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.